Manufacturer narrative:
(B)(4). The customer stated that the device will not be returned for evaluation therefore the root cause cannot be determined at this time. In the event the device becomes available for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that this unit is alarming "motor fault" during the inspection of the unit. There was not patient involvement at the time of the event. The customer replaced the power supply in the unit and the issue was resolved.